Manufacturer narrative:
(B)(4). One (1) (B)(4), green rusch disposable green mac 3 was received into the lab with a broken pipe light transfer foot. The complaint has been confirmed. A CAPA was opened to further investigate this issue, to find a root cause and establish corrective/preventative actions.

Event description:
Customer complaint alleges "blade cracked and pieces went into patients mouth." Customer reports all pieces were removed from the patient using clean sweep technique. No report of patient injury or necessary medical intervention. Patient condition reported as fine.